Manufacturer narrative:
A visual examination confirmed the reported event. The distal threaded tip of the inserter is sheared off. Hardness testing of the returned product confirmed proper manufacturing and processing.a review of the manufacturing records found no dimensional, functional, or material anomalies reported at inspection.the probable underlying root cause for the reported incident is excessive deflection forces leading to loss of mechanical integrity and ultimately instrument breakage during usage.

Event description:
It was reported that the tip of the driver fractured during the procedure. Tip remains embedded in the implanted plug.patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
The product was returned on (B)(4), 2012 and is awaiting evaluation. Current information is insufficient to permit a conclusion as to the cause of the event.